Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) level of 40 mg/dl. Reportedly, the customer overestimated the amount of insulin needed to address bg level and the customer is ¿sensitive¿ to insulin. Customer consumed glucose tablets and carbohydrates to address low bgs. Recommendation was made to consult with healthcare provider regarding diabetes management.